Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Patient experienced fatigue and has inflammation. Revision notes stated that there was a large hemorrhagic cyst. The hemarthrosis and sanguinous filled cyst was drained. There was also erosion of bone of the superior and posterior acetabulum. There was also some erosion of the upper femur with some hairline nondisplaced fracture of the greater trochanter and bone loss on the acetabulum. Doi: (B)(6), 2009, dor: (B)(6), 2019, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b7, d4, d10, h4, h5, h6 (clinical code). UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d6a, h6 (impact code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Added death determination (b2), additional information in event description (b5), and patient code (h6). The information pertaining to the death was received from a litigation source only. No further information is available at this time. An additional supplemental report will be submitted if more information is received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Plaintiffs claim damages as a result of injury due to decedent's failed depuy asr hip implant, including economic damages and wrongful death. After the implantation, the decedent suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: severe pain, elevated metal levels, emotional injuries, trouble sleeping and walking, and ultimately death.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an asr cup, sleeve and head done over 10 years ago in (B)(6). The surgeon took out asr head sleeve and cup, and put in new pinnacle multihole shell, screw, liner and head. Doi: over 10 years ago. Dor: (B)(6) 2019; left hip.